Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors. Found 1 of the 2 sensors failed due to low readings, the remaining sensor passed per specifications with accurate readings. However, the insertion needle was missing and this complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a sensor error alarm with one of the sensors. The customer also reported that another sensor base stayed on the pedestal and the needle hub was stuck on the serter. The customer's blood glucose was 10.0 mmol/l at the time of incident. The sensors will be replaced and will be returned for analysis.